Event description:
Customer reported that battery charge jumped unexpectedly from 15% to 95%. There was no reported impact to the customer¿s blood glucose level. The customer continued using the pump for insulin therapy.